Manufacturer narrative:
Concomitant medical products:product ID: 748940, lot# serial# (B)(4), implanted: (B)(4) 2013, product type: extension, product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3988, lot# n26365, implanted: (B)(6) 2003, product type: lead. Product ID: 37746, serial# (B)(4)product type: programmer, patient. Product ID: 3988, lot# n26365, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported the patient¿s lead was replaced when the implantable neurostimulator (ins) was replaced due to normal battery depletion. The patient was not certain, but they thought the lead was defective. Over 10-12 years the patient had been programmed to ¿pick up different circuits¿ and the patient thought there was a break in the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.